Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: according to the information provided, it was reported that during a rotator cuff repair the capturing mechanism of the expressew iii autocapture + suture passer it´s not working. The product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. The complaint device was received and evaluated. Visual observations revealed marks of wear in the device. Also, it was received with the returned plate and a needle inside the gun. Finally, no anomalies were found in the jaws. To test its functionality, a needle was loaded into the device and was tested on a sample rubber strip with a suture. When the trigger was actuated to deploy the needle, there was a resistance, and the deployment was rough causing stuck issue. To restore it to the original position, the needle trigger must be pushed back manually; in consequence the suture does not deploy and catch properly. A manufacturing record evaluation was performed for the finished device lot number:58413, and no nonconformances were identified. According with the results, this complaint can be confirmed. The maintenance conditions of the device is unknown; therefore, the possible root cause for deployment issue can be attributed an improper maintenance would lead to bio-debris build up inside the expressew shaft causing wear of internal components in the gun leading to rough deployment issues. As per IFU-110114, it is important to inspect the device prior to use to ensure proper mechanical function. Also, it is necessary to follow the instructions to cleaning and sterilization process and between uses, lubricate moving parts with the water-soluble lubricant in accordance with the manufacturer¿s instructions. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopic rotator cuff repair procedure on (B)(6) 2021, it was observed that it became impossible to catch a suture smoothly while using expressew iii ac+ gun device; and its seemed harder than normal. During in-house engineering evaluation, it was determined that the suture did not deploy nor catch properly when the trigger was actuated on the device; and that there was a resistance, and the deployment was rough causing it to stuck. There were no adverse patient consequences nor surgical delay reported. No additional information was provided. The device was brand new and the first use when the issue occurred.